Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.

Event description:
It was reported that the infusion tubing had disconnected from the adapter.